Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did not know if his pump was delivering insulin because his blood glucose levels have been so high since yesterday. Customer stated that yesterday his blood glucose level was between 300-400 mg/dl and it would not drop. Customer changed the whole infusion set including the insulin at that time. Customer stated that he has never had his blood glucose level this high and it worried him. Customer felt foggy headed and contacted his health care professional for his high blood glucose levels. Customer corrected with the pump. Customer was advised to disconnect from the pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Customer also had issues with the enlite sensor lasting only 4 days and sometimes being 100 points off. Customer will call back to do the high pressure test and might change his settings. No additional information provided.